Manufacturer narrative:
The monopolar curved scissors instrument was received and failure analysis found the instrument to have a broken grip cable at the idler pulleys location. The cable was fully broken.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a monopolar curved scissor instruments broke. As a result, the customer elected to convert the case to open surgery.